Event description:
There was an allegation of questionable ldhi2 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 520 u/l. The sample was repeated on another module (702-1) and the result was 1210 u/l with a data flag. The sample was tested on the same module as the initial result. A 1:10 dilution was performed and the result was 7908 u/l. The sample was tested again on the other module (702-1) and the result was 574 u/l. The sample was recentrifuged. The repeated results obtained on the (702-1) module were 573 u/l and 465 u/l. The repeated results obtained on another module (702-4) were 456 u/l and 461 u/l. The result reported outside of the laboratory was 456 u/l.

Manufacturer narrative:
The reagent lot number is 76321201 with an expiration date of 30-nov-2024. No abnormalities were observed for qc or calibration. Reagent issues were excluded as the correct rerun was performed with the same reagent. The investigation is ongoing.

Manufacturer narrative:
The field service representative performed preventative maintenance and confirmed the instrument was properly operating. The investigation determined the service actions resolved the issue.